Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7122830, medical device expiration date: 2020-04-30, device manufacture date: 2017-05-03; medical device lot #: 7166878, medical device expiration date: 2020-05-31, device manufacture date: 2017-06-15. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use, leaving the dirty needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
H.6. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Device/batch history record review findings: DHR review was performed on the following lot numbers; 7122830 * the lot number was built on afa line 9, from may 11, 2017 thru may 18, 2017 * per the review qn 200691377 was issued for damaged grip 7166878 * the lot number was built on afa line 9, from june 22, 2017 thru june 27, 2017 * review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. * per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. * were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: observations and testing could not be performed because units were not received for investigation. Conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.